Event description:
The customer reported noticing a small puddle of fluid on the floor by the unicel dxc 660i synchron access clinical system while running the instrument. The customer reported that approximately 10 ml of fluid leaked. The customer was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the cartridge chemistry (cc) sample mixer wash station was not properly draining due to a small blockage in the drain line. The fse flushed the drain line with bleach solution to free up the partial blockage and verified the service action as per established procedures. Failure mode of the leak is attributed to an obstructed drain line in the cc sample mixer wash station. Beckman coulter internal identifier for this report is (B)(4).